Event description:
The customer reported that while pts were being monitored by the panorama with telemetry system, there were no ECG info reported on the system. No pt injury was reported.

Manufacturer narrative:
The company service representative replaced the network power switch in the wireless transceiver (tim). The system was tested to factory specifications and was returned to use.